Event description:
The instrument was inserted into the rectum and extended through the bowel. The instrument was fired and staples worked. While removing the instrument, there was small rent in the very anterior portion on the ileal side. There was a little bit of tissue attached to the device at the anterior portion which is where the doctor thinks the tear came from. The not-smooth side may have torn part of the anterior portion on the ileal side.

Event description:
The instrument was inserted into the rectum and extended through the bowel. The instrument was fired and staples worked. While removing the instrument, there was small rent in the very anterior portion on the ileal side. There was a little bit of tissue attached to the device at the anterior portion which is where the doctor thinks the tear came from. The not-smooth side may have torn part of the anterior portion on the ileal side.